Event description:
In 2008, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. The trunk ipsilateral leg component (pxt281414) was implanted then extended on the ipsilateral side with a contralateral leg component (pxc201200). The contralateral side was then cannulated and verified. While using road map imaging, a contralateral leg component (pxc141200) was advanced and deployed. The device was unintentionally deployed with the distal aspect of the limb at the trunk bifurcation. The pt was converted to open repair using a bifurcated graft. All devices were explanted and discarded at the hospital.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. User interface contributed to event. The device was deployed at the wrong location because of imaging error. Additional devices: pxt281414, pxc201200.